Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample has shown that the white twist clamp was not fully engaged into the locking position. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue occurred during the milling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the white twist clamp will not fully engaged into the locking position. Functional tests including leak and clear passage tests were performed with no issues noted. A clamp function test was performed and no leaks were observed through the closed clamp; however, the blue notch will not align with the detent on the white clamp. The reported condition was verified by evaluation of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set was unable to close. The event was further described as ¿the clamp cannot be completely closed¿. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.